Manufacturer narrative:
This incident was not reported to applied medical. We have contacted the hospital and have requested the return of the event sample for our investigation. A f/u report will be sent upon completion of the eval.

Event description:
'When the box was opened staff noticed a small, stringy substance, red/brown in color on outside of the lubricant package. Staff felt this contaminated the entire box and it was not used."